Event description:
About nine months prior to report, it was stated, the patient was not having therapeutic effect from the device. It was stated, the patient had retention and some leakage and the system wasn't working. Reprogramming was completed, but that did not help. It was indicated, the patient was going "maybe one or two times more during the day." The patient changed settings on their stimulation at that time. As of the date of this report, it was reported, the patient never had therapeutic effect. The patient's frequency was noted to have increased with the device. It was stated that sometimes, the patient would have an "urge" and they would "just hold it" to the point that if they did not go to the bathroom, "it would be too late." The patient thought they had a bladder infection. It was noted, the patient had a long history of having bladder infections. It was added, the patient had not made adjustments to their therapy "in a long time." Stimulation was adjusted on the date of this report and the patient was feeling stimulation between the vagina and rectum area. It was noted the patient was to contact their healthcare provider.

Manufacturer narrative:
Product ID: 3889-28 lot# v952333, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).